Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the implant') and uterine perforation ('perforation (uterus)/ migration of essure device location of device: essure coil within uterus/ left coil extends into the left lower uterine segment') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, adhd, bipolar ii disorder, hypothyroidism, asthma and degenerative disc disease. On (B)(6) 2011 (x-ray) was done, on (B)(6) 2012 (pelvic ultrasound) was done, (B)(6) 2011 (CT abdomen pelvis w IV contrasts ab) was done and results: perforation (uterus). Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, buprenorphine (butrans) from 2011 to 2013, cannabis sativa (marijuana) since 2017, eszopiclone (lunesta) since 2005, fentanyl (fentanyl patch) from 2013 to 2014, hydrocodone bitartrate;paracetamol (norco) from 2011 to 2014, hydrocodone bitartrate;paracetamol (vicodin) from 2011 to 2014, ibuprofen (motrin children), lamotrigine (lamictal) since 2006, levothyroxine sodium (synthroid) since 1998, montelukast sodium (singulair) since 2018, oxycodone hydrochloride;paracetamol (percocet) since 2014, pregabalin (lyrica) since 2006 and zolpidem tartrate (ambien) since 2005. In september 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. In october 2011, the patient experienced pelvic pain ("pain"), mental disorder ("psychological or psychiatric problems condition: psychiatric for pain management"), back pain ("psychological or psychiatric problems condition: the pain in my side and lower back / my lower back"), paraesthesia ("neurological conditions or problems type: I have tingling"), burning sensation ("neurological conditions or problems type: burning sensation"), sitting disability ("the coccyx area through the groan unable to sit down longer than 20 minutes and only in an luxury chair"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("left side abdominal pain"), mood swings ("hormonal changes describe: mood swings") and coccydynia ("coccyx pain") and was found to have uterine leiomyoma ("where fibroids pushed on spine due to essure") and weight decreased ("weight gain / loss (specify which one): weight loss"). In november 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 2 months 18 days after insertion of essure. On an unknown date, the patient experienced confusional state ("hormonal changes describe: confused"), emotional disorder ("hormonal changes describe: emotions all over the place") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, uterine perforation, pelvic pain, mental disorder, back pain, uterine leiomyoma, paraesthesia, burning sensation, sitting disability, weight decreased, coccydynia and fibromyalgia outcome was unknown, the confusional state, emotional disorder, dyspareunia, fatigue, abdominal pain and mood swings was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, burning sensation, coccydynia, confusional state, device dislocation, dyspareunia, emotional disorder, fatigue, fibromyalgia, menorrhagia, mental disorder, mood swings, paraesthesia, pelvic pain, sitting disability, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: (B)(6) 2011 (other (please specify) -attempted essure removal) (B)(6) 2011(hysterectomy with unilateral salpingectomy) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. X-ray of pelvis and hip - on (B)(6) 2011: perforation (uterus). Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- migration of the implant / migration of essure device location of device: essure coil within uterus / left coil extends into the left lower uterine segment, perforation (uterus), hormonal changes describe: confused and emotions all over the place, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: psychiatric for pain management for the pain in my side and lower back, where fibroids pushed on spine due to essure, neurological conditions or problems type: I have tingling and a burning sensation, my lower back, the coccyx area through the groan unable to sit down longer than 20 minutes and only in an luxury chair, dyspareunia (painful sexual intercourse), fatigue, weight gain / loss (specify which one): weight loss, left side abdominal pain, hormonal changes describe: mood swings, coccyx pain, fibromyalgia. Event device dislocation updated to device expulsion. Event perforation updated to uterine perforation. Reporter information. Medical history, concomitant drug, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the implant'), device expulsion ('one of the devices expelled in her uterine cavity') and uterine perforation ('perforation (uterus)/ migration of essure device location of device: essure coil within uterus/ left coil extends into the left lower uterine segment') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, adhd, bipolar ii disorder, hypothyroidism, asthma, degenerative disc disease, pap smear abnormal, fibromyalgia, multigravida and tooth extraction. On (B)(6) 2011 (x-ray) was done, on (B)(6) 2012 (pelvic ultrasound) was done, (B)(6) 2011 (CT abdomen pelvis w IV contrasts ab) was done and results: perforation (uterus). Concurrent conditions included left lower quadrant pain, vaginal haemorrhage, short of breath, uterine fibroid, weakness, dizziness, chest pain, palpitations, fainting and nabothian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, buprenorphine (butrans) from 2011 to 2013, cannabis sativa (marijuana) since 2017, eszopiclone (lunesta) since 2005, fentanyl (fentanyl patch) from 2013 to 2014, hydrocodone bitartrate;paracetamol (norco) from 2011 to 2014, hydrocodone bitartrate;paracetamol (vicodin) from 2011 to 2014, ibuprofen (motrin children), lamotrigine (lamictal) since 2006, levothyroxine sodium (synthroid) since 1998, montelukast sodium (singulair) since 2018, oxycodone hydrochloride;paracetamol (percocet) since 2014, pregabalin (lyrica) since 2006 and zolpidem tartrate (ambien) since 2005. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain"), mental disorder ("psychological or psychiatric problems condition: psychiatric for pain management"), back pain ("psychological or psychiatric problems condition: the pain in my side and lower back / my lower back"), paraesthesia ("neurological conditions or problems type: I have tingling"), burning sensation ("neurological conditions or problems type: burning sensation"), sitting disability ("the coccyx area through the groan unable to sit down longer than 20 minutes and only in an luxury chair"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("left side abdominal pain"), mood swings ("hormonal changes describe: mood swings") and coccydynia ("coccyx pain") and was found to have uterine leiomyoma ("where fibroids pushed on spine due to essure") and weight decreased ("weight gain / loss (specify which one): weight loss"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 2 months 18 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), confusional state ("hormonal changes describe: confused"), emotional disorder ("hormonal changes describe: emotions all over the place") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube and hysterectomy (full), salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device expulsion, uterine perforation, pelvic pain, mental disorder, back pain, uterine leiomyoma, paraesthesia, burning sensation, sitting disability, weight decreased, coccydynia and fibromyalgia outcome was unknown, the confusional state, emotional disorder, dyspareunia, fatigue, abdominal pain and mood swings was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, burning sensation, coccydynia, confusional state, device dislocation, device expulsion, dyspareunia, emotional disorder, fatigue, fibromyalgia, menorrhagia, mental disorder, mood swings, paraesthesia, pelvic pain, sitting disability, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: (B)(6) 2011 (other (please specify) -attempted essure removal) (B)(6) 2011(hysterectomy with unilateral salpingectomy) insertion details, specify- the device ,vas then deployed in the usual fashion. After completion of deployment, it was noted to have a 3 trailing coils.there were 0 trailing coils and the most proximal coil was flushed with the tubal ostia. 3 three on the left and 0 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2011: impression: essure device identified within the uterus. The right-sided coil is appropriately located extending into the right cornea. The left-sided coil is difficult to visualize in its entirety and extends into a suhserosal fibroid in the left lower uterine segment. Two suhserosal fibroids. Normal ovaries. X-ray of pelvis and hip - on (B)(6) 2011: perforation (uterus). ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿abdominal pain, fibroids. Most recent follow-up information incorporated above includes: on 24-jun-2019: new mr received - event expelled essure device was added. New reporter was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the implant'), device expulsion ('one of the devices expelled in her uterine cavity'), uterine perforation ('perforation (uterus)/ migration of essure device location of device: essure coil within uterus/ left coil extends into the left lower uterine segment') and large intestinal ulcer ('have a ulcer in my colon, which is odd in the large in the colon') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, adhd, bipolar ii disorder, hypothyroidism, asthma, degenerative disc disease, pap smear abnormal, fibromyalgia, multigravida and tooth extraction. On (B)(6) 2011 (x-ray) was done, on (B)(6) 2012 (pelvic ultrasound) was done, (B)(6) 2011 (CT abdomen pelvis w IV contrasts ab) was done and results: perforation (uterus). Concurrent conditions included left lower quadrant pain, vaginal haemorrhage, short of breath, uterine fibroid, weakness, dizziness, chest pain, palpitations, fainting and nabothian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, buprenorphine (butrans) from 2011 to 2013, cannabis sativa (marijuana) since 2017, eszopiclone (lunesta) since 2005, fentanyl (fentanyl patch) from 2013 to 2014, hydrocodone bitartrate;paracetamol (norco) from 2011 to 2014, hydrocodone bitartrate;paracetamol (vicodin) from 2011 to 2014, ibuprofen (motrin children), lamotrigine (lamictal) since 2006, levothyroxine sodium (synthroid) since 1998, montelukast sodium (singulair) since 2018, oxycodone hydrochloride;paracetamol (percocet) since 2014, pregabalin (lyrica) since 2006 and zolpidem tartrate (ambien) since 2005. On (B)(6) 2011, the patient had essure inserted. In september 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In october 2011, the patient experienced pelvic pain ("pain/ stabbing pain on my left side"), mental disorder ("psychological or psychiatric problems condition: psychiatric for pain management"), back pain ("psychological or psychiatric problems condition: the pain in my side and lower back / my lower back"), paraesthesia ("neurological conditions or problems type: I have tingling"), burning sensation ("neurological conditions or problems type: burning sensation"), sitting disability ("the coccyx area through the groan unable to sit down longer than 20 minutes and only in an luxury chair"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("left side abdominal pain"), mood swings ("hormonal changes describe: mood swings") and coccydynia ("coccyx pain") and was found to have uterine leiomyoma ("where fibroids pushed on spine due to essure") and weight decreased ("weight gain / loss (specify which one): weight loss"). In november 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 2 months 18 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), large intestinal ulcer (seriousness criterion medically significant), confusional state ("hormonal changes describe: confused"), emotional disorder ("hormonal changes describe: emotions all over the place"), fibromyalgia ("fibromyalgia") and cyst ("cyst"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube and hysterectomy (full), salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device expulsion, uterine perforation, large intestinal ulcer, pelvic pain, mental disorder, back pain, uterine leiomyoma, paraesthesia, burning sensation, sitting disability, weight decreased, coccydynia, fibromyalgia and cyst outcome was unknown, the confusional state, emotional disorder, dyspareunia, fatigue, abdominal pain and mood swings was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, burning sensation, coccydynia, confusional state, cyst, device dislocation, device expulsion, dyspareunia, emotional disorder, fatigue, fibromyalgia, large intestinal ulcer, menorrhagia, mental disorder, mood swings, paraesthesia, pelvic pain, sitting disability, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: (B)(6) 2011 (other (please specify) -attempted essure removal) 23dec2011(hysterectomy with unilateral salpingectomy) insertion details, specify- the device ,vas then deployed in the usual fashion. After completion of deployment, it was noted to have a 3 trailing coils.there were 0 trailing coils and the most proximal coil was flushed with the tubal ostia. 3 three on the left and 0 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2011: impression: I. Essure device identified within the uterus. The right-sided coil is appropriately located extending into the right cornea. The left-sided coil is difficult to visualize in its entirety and extends into a suhserosal fibroid in the left lower uterine segment. 2. Two suhserosal fibroids. 3. Normal ovaries. X-ray of pelvis and hip - on (B)(6) 2011: perforation (uterus). ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿abdominal pain, fibroids. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine leiomyoma , large intestinal ulcer , cyst. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs & social media received. New reporter's was added. Added event from social media have a ulcer in my colon, which is odd in the large in the colon, cyst. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.